Event description:
Same case as: MDR ID 2134265-2013-04047. It was reported that during percutaneous coronary intervention a stent damage occurred. The target lesion was located in the "very" tortuous circumflex artery which was noted to have multiple previously implanted unknown stents. A 2.25 x 20mm promus element plus stent delivery system was advanced, but was unable to cross the lesion. After they pulled the stent out, they noticed the stent was deformed, collapsed and flared at the end. They then used a 2.25 x 16mm promus element plus stent delivery system but still could not advance and when they removed the device it was flared. The procedure was not completed. No complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-04047. It was reported that during percutaneous coronary intervention a stent damage occurred.   The target lesion was located in the "very" tortuous circumflex artery which was noted to have multiple previously implanted unknown stents. A 2.25 x 20mm promus element plus stent delivery system was advanced, but was unable to cross the lesion. After they pulled the stent out, they noticed the stent was deformed, collapsed and flared at the end. They then used a 2.25 x 16mm promus element plus stent delivery system but still could not advance and when they removed the device it was flared. The procedure was not completed. No complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device noted distal stent damage. Struts at the distal edge were raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).